Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site even when the stimulation was turned off. The patient underwent an explant procedure. No device malfunction was suspected.